Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump has rejected new battery and was louder during rewind. The down arrow button was harder to press and also received unexplained no delivery alerts. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive down button due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify rewind anomaly, battery out limit, no delivery alarms due to unresponsive button. Device had stripped battery cap coin slot (p). (B)(4).